Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two spacemaker preperitoneal dist balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon would not inflate. Upon initial inspection, a cut was observed to penetrate dissector balloon. Due to the observed damage, the dissector balloon would not inflate properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloon. The reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the balloon was leaking and was also not inflating during a bilateral laparoscopic inguinal hernia repair. There was no injury to the patient.